Manufacturer narrative:
As received, a complete lead was returned. Analysis was completed. No problems were detected.

Event description:
It was reported that the asymptomatic patient presented for an implant procedure. During the surgery, it was observed the newly implanted right ventricular lead had a high pacing impedance. Repositioning was attempted but unsuccessful. The lead was exchanged without issue. The patient was stable.